Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. It was also reported that the ra lead exhibited non-physiologic oversensing. It was further reported that the rv lead exhibited undersensing and oversensing of p waves. The rv lead was reprogrammed and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.